Event description:
Customer reported when the nurse call option is in use with the alarm that it sends a continuous signal to the nurse's station. Customer is using a posey nurse call cable. No visible damage to the outside of the alarm was reported. No pt incident or injury was reported.

Manufacturer narrative:
Results: evaluation of the returned product did not confirm the reported issue that when the nurse call is in use with the alarm it sends a continuous signal to the nurse's station. Evaluation revealed the nurse call light is not continuous and works asa it should when tested with a known working nurse call fixture and nurse call cable. The alarm power up and passes all functional tests. However, one of the four battery springs is badly bent. Also, the aqualert water indicator has been moved out pf place. Note: instructions for use for battery installation states: hold alarm vertically upside down to prevent the battery springs from bending during battery installation. After changing batteries, test the alarm and sensor for proper operation prior to putting in service with a pt, and each time before leaving the pt unattended. If the alarm and/or sensor do not function properly, remove the alarm and sensor from service and replace them with a properly functioning alarm and/or sensor. (B)(4).